Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was used for a percutaneous endoscopic gastrostomy (peg) procedure. According to the complaint, the locking adapter of the button got damaged 10 days after placement. Leakage was noted between the adapter and the feeding tube. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation; it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.